Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 600 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump did not pass the high pressure test. Advised the educator that the insulin pump needs to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.